Event description:
Complaint number (B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain and injury. The patient's attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unknown, the women health product IFU are found to be adequate based on past reviews.